Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a downstream occlusion alarm. Functional and visual tests were performed and the reported issue was duplicated. The probable cause of the reported issue was due to the downstream occlusion sensor. As a result, the chassis was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the occlusion alarm went off repeatedly. There was unknown patient involvement, and unknown signs or symptoms.